Event description:
User reported false positive result. No information about follow up testing provided. Report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) ( 3014862188-2021-00552, test 1 of 2). This is a retrospective report due to challenges implementing esg.